Event description:
A patient was in the operating room for exploratory laparotomy with lysis of adhesions. An epidural was placed by anesthesiologist. The patient was taken to pacu with an epidural in place. The rn noted that tubing was broken apart from pump at the juncture that goes into the pump. The rn immediately tied tubing in a knot to prevent entry of air and hooked up new tubing to the epidural pump. There was no harm to patient.